Event description:
It was reported that after a left anterior descending artery intervention, the balance middle weight universal ii (bmw) guide wire polymer coating was noted to be torn. Additionally, pieces of the polymer coating were missing. There was no reports of adverse patient sequela and no reports of a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The torn polymer was unable to be confirmed; however the guide wire was noted to be separated. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.